Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a procedure performed on (B)(6), 2013. According to the complainant, during the preparation for the procedure, the distal end of the brush did not retract into the catheter. The physician attempted to retract the device slowly and forcefully, but was not able to. The physician then pulled hard on the handle, and the handle detached. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; drive wire detached from the handle cannula.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the drive wire had detached from the handle cannula. The area where the drive wire had detached had no signs of either stretching or tearing. The working length had no kinks. No remainder of the drive wire was found inside the handle cannula, indicating the drive wire had been pulled out of the cannula. The distal end of the handle cannula was flattened from the crimping process that secures the connection between the cannula and the drive wire. A functional evaluation could not be performed due to the detached drive wire. The complaint was confirmed; a device with a detached drive wire would not retract. The drive wire was detached when the physician attempted to retract the brush using too much force during preparation. Therefore, the most probable root cause of the defects identified is handling damage. There is an investigation in place to further address retraction issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.